Event description:
The facility reported a colleague infusion pump with an error 810:11. It is unknown when this condition occurred, however it is known to have occurred in the general patient ward. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to a defective pump head module.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 810:11 was confirmed by baxter personnel in the pump?s event history. The root cause of this condition was assigned to an air in line printed circuit board being out of calibration. The pump head module was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.